Event description:
User states an alpha fetal protein (afp) result of>1210 ng per ml was accidentally reported by the tech. The afp result was accompanied by the limth flag indicating the result was abnormal and the instrument automatically reran the sample. The auto-repeat did not dilute the sample and again generated a result of>1210 flagged with limth flag. In 2009, the same sample was rerun and obtained a result of >1210 limth and then, >60500 when the sample auto-repeated with a 1:50 dilution. According to the customer, the pt was not harmed due to the erroneous result, the result was corrected before being viewed by the physician. At the request of the customer, corrective action was taken (by the customer) to add limth to the review by exception list which would prevent transmission of results flagged with limth to go to the lis.

Manufacturer narrative:
The field service representative was unable to determine why the afp did not rerun with dilution. He checked out the analyzer by performing performance checks which were within specification.